Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) displayed a "system error, out of service, revert to manual CPR" message was confirmed during the functional testing and the archive data review. The observed system error was cleared using the ap vision software. The archive data review indicated system error 132 (internal watchdog timeout), confirming the reported complaint. The autopulse platform failed functional testing due to system error, out of service, revert to manual CPR" displayed upon powering on, confirming the reported complaint. The ap vision software was used to clear the system error. The platform was tested with the large resuscitation test fixture (lrtf) without any faults or errors. The autopulse platform functioned appropriately and performed as intended. Following the service, the autopulse platform passed the run-in and final tests without any faults or errors. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
During the shift check, the autopulse platform (sn (B)(6) displayed a "system error, out of service, revert to manual CPR" message upon powering on. No patient involvement.